Event description:
The patient contacted lfs alleging inaccurate low readings on their one touch verio pro meter compared to a non-lfs meter. The patient obtained a 10.1 mmol/l on the lfs meter and a 14.5 mmol/l on the non-fs meter. The patient denied exhibiting any symptoms or receiving any medical treatment due to the alleged issue. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the difference between the 2 results is greater than 20 % or 20 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4): the meter passed testing and met specification. The meter was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.